Event description:
The rep is reporting that the surgeon was performing an acl repair using an absorbable interference screw for fixation. When placing the screw on the tibial side with the 30mm modular driver and ratchet handle, the distal tip of the modular driver broke off and remained in the screw and the patient. The surgeon had to cut the proximal end of the absorbable screw off to access the tip of the driver. He then pulled the tip of the driver out of the screw and the patient. Even though he had to cut the end of the screw off, the surgeon felt that he had enough of the interference screw in the tibial side, so he left that screw in and felt he had an adequate fixation.

Manufacturer narrative:
No product is being returned and therefore the complaint device is unvailable for evaluation. We do not know whether or not if it was a soft tissue or a bone-tendon-bone fixation. Additionally, it is unknown if the surgeon used the recommended sizing convention or whether a starter tap was used, as recommended for btb fixation. We also do not know the bone quality of the patient or how many uses the device has seen. As such, we cannot conclude the root-cause of the devices failure other than that cautioned against in the IFU. Additionally, the device's failure has historically been attributed to excessive mechanical force. At this time, we hypothesize this to be a user technique issue. Although there is only a partial fixation of the device due to the removal of a portion of the screw, the surgeon feels as though the repair was adequate. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentially an MDR is being filed to document this event. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If, however, more information is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.